Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) there were high/ rising thresholds and intermittent pacing failure identified. It was noted there was "dancing movement" of the ipg and it was likely one the tines had disengaged. The ipg was implanted out of use and a transvenous pacing system was implanted. No patient complications have been reported as a result of this event.